Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device does not maintain the pressure (leakage) and continues with pumping. - when this event occurred was not reported to hamilton medical ag. There is no patient involvement reported. - there was a visual alarm but that is not further specified nor explained. - this malfunctioning was reproducible. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the device was not returned for investigation. The cuff system leakage alarm indicates an issue with the intellicuff, the cuff pressure tube, the et tubing or the connection between intellicuff and the cuff pressure tube. The most probable root cause was determined to a defective pneumatic cuff connector of the intellicuff. However, this cannot be confirmed. The intellicuff has been replaced to solve the issue. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device does not maintain the pressure (leakage) and continues with pumping. - when this event occurred was not reported to hamilton medical ag. There is no patient involvement reported. - there was a visual alarm but that is not further specified nor explained. - this malfunctioning was reproducible. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device does not maintain the pressure (leakage) and continues with pumping. - when this event occurred was not reported to hamilton medical ag. There is no patient involvement reported. - there was a visual alarm but that is not further specified nor explained. - this malfunctioning was reproducible. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.